Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned devices were visually examined, and the following was observed: curvature of sheath shaft and introducer likely due to packaging. The sheath liner fully expanded as designed. The sheath distal tip torn circumferentially along distal liner edge. The sheath has a torn tip separated and not returned. There is hdpe stretching along tear. Scratches were present on distal sheath shaft. C marker is present; hdpe damage. Slanted scoreline present. Imagery was provided for review. Fluoroscopic imagery was provided and the following was observed: the balloon inflation was constrained at distal end, with distal constraint eventually overcome and full inflation achieved. The valve is potentially not fully between the markers prior to deployment, but it was unable to confirm due to the poor image quality. 3mensio imagery was provided and the following was noted: patients right access vessel showed the presence of tortuosity and calcification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported sheath distal tip torn, difficulty advancing through sheath, and components separate during use were confirmed based on the evaluation of the returned devices. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated. Additionally, patient factors, such as challenging anatomy may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. In addition to 3mensio imagery showing an indication of tortuosity, the curvature observed on the sheath shaft suggests that the device could have been maneuvered through tortuous anatomy. Scratches observed on distal sheath shaft/tip suggest that the device came in contact with sharp calcified nodules. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. Torn tip can catch on access vasculature during sheath removal leading to retrieval difficulties and possibly separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Fluoroscopic imagery showed that the valve initially deployed asymmetrically, with the valve expanding only on the proximal side followed by eventual distal expansion, leading to full valve deployment. In this case a full circumferential distal tip tear was reported, indicating that the reported asymmetrical inflation was likely the result of separated tip impacting the inflation profile due to it being retained on inflation balloon/crimped valve. The reported failure mode is consistent with sheath tip tear events previously described in a preexisting investigation. Further investigation is ongoing to determine the most likely failure mechanism and root cause. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 23mm sapien 3 ultra resilia valve in the aortic position. When the 23mm sapien 3 ultra resilia valve and 23mm commander delivery system was exiting the tip of the 14f esheath plus there was resistance and it required extra force. During valve alignment, ran out of adjustment and had to unlock the balloon and run some of the adjustment back in. The valve was not perfectly aligned between the markers and was only a tiny bit off alignment. There was uneven balloon inflation of the 23mm commander delivery system. The proximal end of the balloon inflated prior to the distal end inflating. The valve was deployed in the intended location successfully. There were no issues with device removal. There was no patient injury. There was no observed damage to the devices. Per pre deco of the returned device, sheath distal tip torn radially and missing. Per follow up with the field, there were no pieces of the sheath found and no issues with the patient.

Manufacturer narrative:
Investigation is underway.